Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose level increased to 380 mg/dl after wearing the pod on the arm for approximately 4-24 hours. The patient was admitted to the hospital on (B)(6) 2025, and was diagnosed with hyperglycemia. Reported symptoms included stomach pain, sleepiness, and confusion. It was noted that upon removal of the pod, the cannula was observed to be bent. The patient received blood-work, urinalysis, 8 units of insulin, intravenous fluids, zofran, and a liquid diet, and was discharged on (B)(6) 2025.